Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (endoleak, rupture); (unknown cause of event).

Event description:
An endurant stent graft system was implanted in a patient for a secondary endovascular repair of an expanding abdominal aortic aneurysm. It was reported that approximately seven months after implant. A follow up CT scan observed an unknown endoleak was coming from a contained rupture. The event is continuing. No clinical sequelae were reported and the patient is fine.